Event description:
Customer reported the system is not saving images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and corrected the set-up settings. System operates as intended. This MDR is related to ge healthcare complaint number.